Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown. H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced and the field representative (rep) also noticed the touchscreen functionality to have some functionality issue. The universal serial bus (usb) connection to the camera cart was found to be loose/did not seem to stay and caused intermittent touchscreen failure. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system prompted a localizer faulted message while in the application. The field representative (rep) swapped the camera with another on site and the symptoms resolved. The rep called technical services (ts) after so unable to check ndi toolbox. There was no patient involvement.